Manufacturer narrative:
A review of the device's complaints database revealed that two further contamination events have been notified by this unit since its installation. No adverse trend has been identified for this failure mode. Based on the investigation findings, the customer confirmed that water quality monitoring and daily hydrogen peroxide (h2o2) checks are performed in accordance with the instructions for use (IFU), except during weekends. According to the device IFU, the hydrogen peroxide level must be verified daily, and if this requirement is not met, the device must be drained. The lack of these checks during weekends represents a deviation from the IFU and may have led to or contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by chimera during service. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following information: the device was cleaned regularly as per the instructions for use. The hospital does not use patient reusable blankets. The water quality monitoring is applied and the h2o2 checked every day as prescribed by the IFU; when the device is not used, it is stored full of water and h2o2 is not checked at weekends. H2o2 is added when the water in the tanks is changed (each 7 days); a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. Prior to initial operation and prior to storing the heater-cooler surfaces and water circuits are disinfected. The device surfaces are disinfected after every operation. The 3t aerosol collection set is replaced after the allowed use period. The device placed inside the operation theatre during use with the fan of the device positioned away from operating area at an estimated distance between the surgery field and the device of 3 meters. It is unknown if the water source was tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.